Event description:
It was reported that a remote transmission revealed premature battery depletion. The patient was brought into clinic and eri and eos were confirmed. The patient will be scheduled for a device replacement. No further information is available.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.